Event description:
Pt was treated with the talon semi-flex for a 3.5cm primary hcc tumor located in the right anterior lateral segment vi at a depth of 6cm. Generator was set to 105c (degrees centigrade) for 9 min. The talon was introduced into the tumor to the posterior wall of the tumor. The talon was deployed to 4cm. Once 1st ablation was completed, dr. Pulled the talon back 1cm, redeployed to 4cm and ablated for 9min 105c (degrees centigrade). Upon completion of the 2nd ablation and after its cool down period, the generator was placed in track ablation mode. Dr. Slowly removed the talon (tines fully retracted), monitoring temperature during track ablation mode. Dr. Indicated that the tip of the talon was approx 1m from the skin, track ablation was discontinued. Once the probe was extracted from the pt, dr. Commented that he may have noticed some dis-coloration at the insertion site, but was not concerned at the time. Pt returned on (B)(6) 2010 for follow-up and presented with a 2.9 cm "wound" at the probe insertion site. CT (CT) indicated outstanding ablative coverage of the treated area, but the 2.9cm by 1 cm deep wound of the skin was visible. No abscess or infection is present. Dr. Commented that other than the skin wound, the pt is doing very well.

Manufacturer narrative:
The complaint was not confirmed. The cause of the complaint could not be determined due to the product not being returned.